Manufacturer narrative:
(B)(4). Method: the heating element, head housing, upper head harness and arm support of the complaint iw934 infant warmer were returned to fisher & paykel healthcare in (B)(4) for inspection. The parts were all visually inspected and the resistance of the heating element was measured using a digital multimeter. Results: physical inspection of the head housing revealed discolouration on all sides of the upper case head. Crazing of the paint surface was apparent in these areas. There was a small chip in the plastic at the bottom edge of the upper head case. The upper head harness connector housing was slightly discoloured. The arm support was cracked. Resistance testing of the heating element revealed that it was open circuit. Conclusion: it is likely that the discolouring and crazing of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The crack on the arm support is impact damage which most likely occurred as a result of the part being dropped or during transport of the warmer. Degradation of the heater element leading to open circuit is usually caused by normal ageing failure due to the formation of a localised hot spot and the slow breakdown/fusing of the resistance wire. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The damaged components were replaced and the head warmer assembly was returned to the customer after passing the electrical safety and performance tests. Please note that the discolouration of the head harness connector is part of a (B)(4) recall in the USA, whereby all affected customers have been notified to check for any damage or discolouration of the harness connectors. If damage or discolouration is evident, customers have been advised to contact a fph representative to obtain replacement harness assemblies.

Event description:
A biomed at a medical centre in (B)(6) reported that an iw934 cosycot infant warmer was displaying an e17 error code and that the heating element was faulty.